Event description:
It was reported that 3 syringes 1.0ml 30ga 8mm 7bag 420cas jp were found with bent barrels before use. The following information was provided by the initial reporter, translated from japanese to english: "a bent barrel was found."

Manufacturer narrative:
H6. Investigation: customer returned three (3) 30gx8mm, 1ml bd insulin syringes from an open polybag from lot 8162853. Consumer reported a bent barrel was found. All three syringes were examined, and it was observed that one out of the three syringes exhibited a bowed barrel. A review of the device history record was completed for batch # 8162853. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200769369, 200768467, 200768465, 200767901, 200768483, 200768576, 200768636] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A root cause cannot be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringes 1.0ml 30ga 8mm 7bag 420cas jp were found with bent barrels before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a bent barrel was found."